Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012284755 was returned and analyzed. Visual inspection was carried out. The catheter, identified as pscc100 of lot number 0012284755, appeared intact with no visible issues, it was received with a guidewire threaded through it. The steering function was normal, with the distal catheter tip rotating approximately 170° in both directions. The slide function performed as expected, and the shape of the capture device was typical, showing no unusual features. The catheter connected to a test catheter interface cable (cic) without resistance. The connection was secure, as indicated by both latches fully engaging with the catheter connector. Mechanical verification of steering and slide mechanisms was carried out. The slide control functioned as expected, with no issues. When the slide control was fully advanced to extend the guidewire lumen, no kinks were observed, indicating proper functionality and alignment of the steering and slide mechanisms. Additionally, a go/no-go test on the array confirmed the angle measurement of the spiral array was within specified parameters. The catheter was reprogrammed and connected to the generator via a test cic, with successful therapy deliveries. In conclusion, the reported issue of the spiral array being deformed, damaged, or twisted was not reproduced. The catheter passed the return product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID pscc100 (111); product type: 0609-catheter; implant date n/a; explant date n/a; product ID pscc100 (042); product type: 0609-catheter; implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the shape of the pulseselect loop catheter was not as expected immediately after unpacking, with the loop being eccentric and exhibiting a rotation tilt. The customer decided to replace the catheters due to concerns about their safety with this shape. All three catheters showed the same issue. The case was completed without any patient symptoms or complications, and no medical or surgical intervention was needed. No patient complications have been reported as a result of this event.